Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. There was no material missing as a result. Additional observation(s) not reported by site: the instrument was found to have a broken clamp arm. The tip of the clamp arm was broken off. The missing pieces were not returned. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the white teflon pad at the harmonic ace instrument tip was broken and separated. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the instrument broke and the fragments fell into the patient during the procedure. All the fragments were retrieved during the same procedure. Post-operative tests were not performed. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.